Event description:
The customer reported that: "pt portacath connected with 30202e, mpc # 1000 then baxter infusor bottle with fluorouracil to slowly infuse over 46 hours at home (roughly 250ml in bottle). Pt discharged and in car noticed a few drops of chemo and crack in 30202e (distal end near mpc1000). Returned to hospital extension set changed due to crack. Occurred roughly 30 mins after infusion set up. Only a few drops of chemo noted as it is a slow infusor (over 46 hours)" there was no report of pt harm or medical intervention. No additional info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.